Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2006: the patient underwent MRI of cervical spine. Impressions: c7-t1 subluxation as described without evidence of any cord contusion or significant central stenosis, note is also made of some subtle changes involving the t4 vertebra and again without evidence of any canal compromise. The patient presented with c7-t1 subluxation. CT scan head impression: soft tissue swelling and defects frontal area. Small opaque foreign bodies in the anterior scalp. The patient underwent the following procedure. Irrigation and debridement of the forehead and scalp wounds with 4 liters total of saline and betadine. Removal of foreign bodies from these wounds. Layered closure of 11-cm forehead laceration complex, three layers. Layered closure of 8-cm scalp laceration, intermediate, and two layers. Staple closure of left forearm laceration, 4 cm simple. On (B)(6) 2006: the patient underwent cervical spine 1 view x-ray. Impression: clay shovels fractures of c6 and c7. On (B)(6) 2006: the patient underwent cervicothoracic fusion. Preoperative diagnosis: unstable cervical spine fracture. Procedure: posterior open reduction and fixation of cervicothoracic spine fracture. Posterior cervicothoracic fusion c6 through t2. Posterior cervicothoracic instrumentation c6 through t2 with frameless stereotaxy to place pedicle screws. Morsellized allograft and autograft. Perop: a little of t3 was exposed. Self-retaining-retractor was placed. The registration arch was secured to the spinous process of c5, really between c4 and c5. Then the 3-d pointer was verified to the machine. The inferior set of screws was first. Anatomic landmarks were touched on the spinous processes and laminae and transverse process of t1 and t2. After satisfactory initial registration was obtained, the registration was fine-tuned with the surface merge algorithm. The final error was 0.4 mm. Next, four pedicle screws were placed one on each side of t1 and t2. The procedure is similar at each level. First took the 3-d pointer and found a suitable entry point. Then drilled through the outer cortex with a midas rex drill. Then used the transarticular screw attachment which is stereotactic to hand drill a trajectory for the screw. The spinous processes and laminac of c6, c7, t1, and t2 were decorticated. The tip of c6 spinous process had been fractured off. That tip of bone was harvested from the soft tissue and morsellized to be included in the graft. The c7 spinous process was fractured off the c7 lamina but I elected to leave it in situ with the hope and expectation that it would participate in the fusion. C7 did not bleed much. The other parts of c7 and c6, t1, and t2 were decorticated down to bleeding bone. Then gelfoam soaked rh-bmp2/acs was laid over the decorticated laminae. Next, the morsellized autograft and a larger volume of morsellized allograft were placed over the enclosure along with rh-bmp2/acs. On (B)(6) 2006: the patient underwent tomography of the cervical spine. Impression: post-surgical changes. On (B)(6) 2006: the patient presented with the following diagnosis. Diagnoses: status post motor vehicle collision. Etoh use. Multiple cervical spine fractures. Scalp laceration. Bilateral pulmonary contusions. Right pneumothorax. Anterior subluxation of right first rib. Mediastinal hematoma. Hypertension. Procedure: closure of approximately 11cm forehead laceration in multiple layers. Closure of 8 cm scalp laceration in multiple layers. Halo placement on (B)(6) by neurosurgery. Posterior fusion of spinal fractures on (B)(6) by neurosurgery. On (B)(6) 2006, (B)(6) 2007: the patient presented with neck pain, arm pain, and mid back pain. On (B)(6) 2006: the patient underwent 2 views x-ray. Impression: there is a posterior fixation by metallic hardware noted extending from c6 through t2. On (B)(6) 2006: the patient underwent cervical spine 3 view x-ray. Impression: posterior fusion is demonstrated, unchanged in alignment and position. Stabilized within a cervical brace. On (B)(6) 2006: the patient underwent cervical spine 2 views x-ray. Impression: anatomic alignment following surgery, mild spondylosis c3-4, post-surgical changes. On (B)(6) 2007: the patient underwent cervical spine 3 views x-ray. Impression: demonstrates posterior rod and screw fixation at c6-7 and t1. Flexion and extension demonstrates no evidence of dynamic translation. Limited range of motion is present. On unknown date (B)(6) 2007: the patient presented with cervical spine fracture with a c7-t1 subluxation. On (B)(6) 2007: the patient went for an office visit for follow up after having flexion and extension views done which shows no hardware complications. Identified with limited range of motion. On (B)(6) 2009: the patient is presented with backpain. The patient underwent cervical spine flexion/extension views. Impression: the hardware is stable in appearance. No acute or aggressive bony abnormalities are seen. Mild spondyloarthropathy is present at c3-4. On (B)(6) 2009: the patient underwent MRI of the thoracic spine and cervical spine. Impression: essentially normal MRI of the thoracic spine. There are some tiny disc osteophyte protrusions but no canal compromise. Upper thoracic postoperative changes. Cervical spine impression: postoperative changes, but with no evidence of canal or foraminal compromise or cord signal abnormality. On (B)(6) 2012: the patient presented with intraocular hemorrhage. The patient underwent non contrast CT scan of head. Impression: right frontal parenchymal hemorrhage. Hyperdense hematoma does appear slightly larger as compared to the earlier outside study from (B)(6) healthcare. There is mild surrounding vasogenic edema and some localized mass effect without midline shift there is accompanying subarachnoid blood seen within the right sylvian fissure. Patchy inferior and posterior left frontal foci of hemorrhage are noted in part reflecting subarachnoid blood, though small areas of hemorrhagic contusion are likely if there is history trauma. Minimal subarachnoid blood is seen extending into the more superior left parietal region. On (B)(6) 2012: the patient underwent CT scan of head without contrast. Impression: stable examination with bifrontal multiple hemorrhagic contusions and subarachnoid blood products unchanged. No new contusions developing elsewhere. On (B)(6) 2013: the patient underwent CT scan of head without contrast. Impression: evolution of the bifrontal parenchymal hematomas no longer visualized on the left and nearly completely liquefied on the right side with markedly diminished high density material. No new areas of hemorrhage. Maxillary sinusitis.

Event description:
It was reported that on (B)(6) 2006 the patient presented post mvc with acute alcohol intoxication; multiple c-spine fractures to include c6 right facet fracture, c6 bilateral laminar fractures and inferior facet fractures, right transverse process fracture of 4 through 7 and mild subluxation of c7 at t1; scalp laceration; bilateral pulmonary contusions; right pneumothorax; anterior subluxation of right first rib head; right side subcu air; mediastinal hematoma, superior; hypertension; and alcohol withdrawal. The patient underwent treatment of lacerations of forehead, scalp, and left forearm. The patient developed a febrile illness and blood cultures were taken. EKG was normal. On (B)(6) 2006 the patient underwent halo placement. On (B)(6) 2006 the patient presented with an unstable cervical fracture. The patient underwent surgery which consisted of a posterior open reduction and fixation of cervicothoracic spire fracture; posterior cervicothoracic fusion c6 thorough t2; posterior cervicothoracic instrumentation c6 through t2 with frameless stereotaxy to place pedicle screws; and morsellized allograft and autograph. Per the operative report ¿¿then gelfoam soaked bone morphogenic protein was laid over the decorticated laminae. Next the morsellized autograph and a larger volume of morsellized autograft were placed over the exposure along with more bone morphogenic protein¿.¿ no patient complications were reported. On (B)(6) 2006 the patient was transferred from ICU to pcu2. It should be noted that the ICU stay was complicated by alcohol withdrawal ¿ this was treated with benzodiazepines. On (B)(6) 2006 the patient was transferred to the floor. On (B)(6) 2006 the patient presented with the diagnosis of post mvc; etoh use; multiple spine fractures; scalp lacerations; bilateral pulmonary contusions; right pneumothorax; anterior subluxation of the right first rib; mediastinal hematoma; and hypertension. The patient was discharged from hospital. An f/u was scheduled for the (B)(6). A swallow evaluation was scheduled for (B)(6) 2006. The patient¿s diet was limited to nectar thick liquids until advanced following swallow evaluation. Discharge medications were: atenolol and vicodin. On (B)(6) 2006 the patient presented with constipation and cervical fracture. Constipation was intermittent since neck surgery. The patient had a halo for neck stabilization. The patient was taking lortab for pain. On (B)(6) 2006 the patient presented with neck pain and headaches. The patient was using a halo to maintain immobility following neck surgery. The headaches were mostly in the frontal area, slightly above the insertion screws. On (B)(6) 2006 the patient presented with new onset of persistent pain and numbness form right elbow to the hand. Neck was fixed due to halo. On (B)(6) 2006 the patient presented for f/u after removal of halo for prior neck fracture, with neck and right arm pain. The patient was using a hard collar for sleep at night. The patient also reported persistent symptom in right hand. Per the encounter notes the patient was responding somewhat to medication for numbness. On (B)(6) 2006 the patient presented underwent a cervical spine CT scan which showed hardware in a unchanged position in comparison to (B)(6) 2006, including posterior arch fractures of c6 and c7.; bone laid down posterior to the lamina was noted; and a bony canal remains widely patent; and small bone fragments were noted in the right neural foramina at c7-t1. Stable cr compared to (B)(6) 2006. On (B)(6) 2006 the patient presented with neck and right arm pain. On (B)(6) 2006 the patient presented with persistent pain radiating down the right arm (since the surgery (and neck pain. The patient reported difficulty sleeping due to the pain. The patient requested a prescription for pain medication and a muscle relaxer. The patient also requested an injection for pain and received an injection of decadron. On (B)(6) 2006 the patient presented in physical therapy with severe cervical and upper extremity pain. On (B)(6) 2006 the patient presented with chronic back and neck pain. The patient also complained of cough and congestion (onset last few days). On (B)(6) 2006 the patient presented with chronic back pain. The patient reported a recent fall with trauma to the thoracic region. There was moderate paraspinous muscle tenderness around the lower thoracic level. On (B)(6) 2007 the patient presented with chronic neck, back, and arm pain. The patient also was complaining of coughing, wheezing, and congestion. The patient was prescribed prednisone, advair, duradex, and lortab. On (B)(6) 2007 the patient presented for persistent bronchopneumonia with wheezing ¿ following asthmatic bronchitis. Per the encounter notes, the patient had previously been seen in the ER for these symptoms and given avelox and cough medicine. The patient was also prescribed prednisone at this encounter. On (B)(6) 2007 the patient presented with back, neck, and arm pain and right arm numbness. There was pain on palpitation and limited rom of the neck. On (B)(6) 2007 the patient presented with constant neck, arm, and mid back pain that included tingling and numbness. The patient received a bilateral cervical injection c4/5, c5/6, and c6/7. No patient complications were noted. On (B)(6) 2007 the patient presented with neck pain that included tingling and numbness. The patient received a bilateral cervical injection c4/5, c5/6, and c6/7. No patient complications were noted. On (B)(6) 2007 the patient presented with constant neck, shoulder, arm, hand, and/or mid back pain that included tingling and numbness. The patient received a bilateral cervical injection c4/5, c5/6, and c6/7 and cervical medial branch radiofrequency. No patient complications were noted. On (B)(6) 2007 the patient presented with neck and mid back pain. Assessment: cervical facet arthroscopy, cerv-post laminectomy, muscles spasms, and cervicalradiculopathy. The patient received a bilateral scapular nerve block. No patient complications were noted. On (B)(6) 2007 the patient was evaluated at a pain clinic. The patient was taking hydrocodone, lyrica, and had a lidocaine patch for pain. On (B)(6) 2007, in a telephone encounter the patient reported pain and the need for an rx.